Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/13/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Citation: tr. Am. Ophth. Soc., 1970; 68:595-666. Here is address for the dellaporta article: c:\users\bdichiar\appdata\local\microsoft\windows\temporary internet files\content.outlook\shbh5mru\pc-73261-dellaporta 1970 (1).html.

Event description:
It was reported in journal article "experimental and clinical studies on scleral encircling operations", in this paper, experimental and clinical data on certain types of retinal detachment surgery are presented. The patient with total retinal detachment in the left eye underwent an encircling operation on unknown date in (B)(6) 1963 and suture was used. Four months after the after the surgery, the mersilene girdle was interrupted by the patient¿s ophthalmologist. Five years after the surgery, the patient experienced conjunctival erosion and an additional procedure was performed and the suture was removed in (B)(6) 1969. It was reported that 6 months later, the retina was attached.